Manufacturer narrative:
Device evaluation & resolution and disposition device evaluation: the unit was received at the international service center for evaluation. The service technician confirmed the reported issue. Resolution and disposition: cpu (central processing unit) was replaced to resolve the backup alarm failed alarm.

Event description:
The international customer reported the v60 unit displayed occurrence of backup alarm failed alarm occurred. There was no patient involvement.

Manufacturer narrative:
Device evaluation: cpu board was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu pcba was installed in a test ventilator in an attempt to duplicate the reported problem. The test ventilator generated the reported occurrence of ¿check vent: backup alarm failed¿, displayed and audible alarm. Resolution and disposition: during debugging, it was found that the cpu board ls1 buzzer lead 2 at 0 volts and should be at 10 volts when activated. Ls1 buzzer was replaced on the cpu board. Testing was repeated and no failures were identified. The root cause for the customer's report of v60 unit displayed occurrence of backup alarm failed occurred was due to damage to the cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer, which generated the 1104 diagnostic code 'backup alarm failed'.